Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number the suspected device was returned for evaluation. Review of the event history log (ehl) showed multiple key stuck alarms. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed. The probable cause was defective keypad. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after repair.

Event description:
The customer returned the device stating, "the key was stuck while using the pump during self-test". During device evaluation it was found that the pump had multiple key stuck alarms. This alarm has high priority which will interrupt the therapy during use.